Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 69-year-old man had undergone surgical repair of an abdominal aortic aneurysm when he suffered a massive pulmonary embolism sitting in a chair in the postoperative period. He underwent pulmonary embolectomy with an inari catheter which was complicated by multiple episodes of pea cardiac arrest. Impella rp flex was inserted after this procedure and the patient was transferred to the cvicu. Care was withdrawn later that day. It is unclear what aspect of the impella rp flex functioned outside the expected limits of activity.

Manufacturer narrative:
D1 (brand name) has been updated. Ppae (cardiac arrest): the root cause of the injury was not determined due to insufficient clinical details.